Event description:
Reportedly, the clips of the 1st instrument that the surgeon employed did not fully form. In addition, the instrument could not be brought back through the trocar. Therefore, the trocar and instrument had to be removed together. The trocar was re-inserted in the surgical site and a new instrument was opened and inserted in the trocar. However, the clips of the second instrument did not fully form. The instrument could not be brought back through the trocar and the tip of the instrument broke off inside the cavity firing an attempt to remove the instrument. The procedure was converted to an open procedure, where the surgeon noticed that the clips did not form on the vessel. Finally, the surgeon removed all of the clips off the vessel and used another instrument to complete the case.